Event description:
The customer reported to beckman coulter (bec) a leak inside the coulter hmx hematology analyzer with autoloader. The volume of the leak was about 10 cc and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves, gown and goggles at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to customer site on (B)(4) 2013. The fse found a hole in the tubing through pinch valve pv37. Pinch valve pv 37 provides pressurized diluent from the sheath tank to manifold, mf11 and also provides vacuum and cleaner to pump, pm10. The fse replaced the tubing and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was a hole in the tubing through the pinch valve pv37. (B)(4).